Event description:
The reporter indicated that the device was explanted due to intermittent "noise". The pt was in atrial flutter and noise was noted in the ventricular channel which lead to "doo" pacing. Reprogramming the device to ventricular demand inhibited led to "voo" pacing. An attempt to decrease the sensitivity to 7.0 mv was made, however there was no improvement. Noise was present in both unipolar and bipolar modes. The pt does not appear to be symptomatic."